Event description:
Caller reported a malfunction on the pump, indicated by malfunction code "malf 1" which recurred even after a reset was attempted. There was no adverse impact to the customer's blood glucose level. Technical support (cts) provided instructions for resetting the pump and assisted with the process. Since the malfunction code recurred, cts arranged for a replacement pump to be sent to the customer, who will use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.